Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation. One event was duplicated during testing. Four events were not duplicated; however, the devices were found to be outside specifications. Two devices were found to be affected by internal corrosion. Three devices were found to be affected by damaged components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device overheated. Four events had no patient involvement with no patient impact. One reported event had patient involvement or patient impact.